Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel internal iliac artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at rated burst pressure for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit g4: premarket / 510(k) #: k111485, k141597